Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer woke up with the following symptoms: sweaty, extreme thirst, nausea, chest pain and headaches. The customer requested a replacement insulin pump because he felt that it wasn't delivering insulin. Nothing further was reported.